Event description:
During a procedure, the device cut and stapled but it looked like the knife ran across the staple line and cut all the staples in half. Had a partial staple line. Had to open the patient to suture the staple line.